Event description:
It was reported that about one week after the october refill the patient experienced a hardness around the pump. The report indicated that the area was the size of a tennis ball. The patient experienced pain and shortness of breathe but reported that the pump was working well to manage her other pain. The patient was seen and evaluated by the hcp ( health care professional) and a seroma was diagnosed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.